Manufacturer narrative:
Unique device identification (UDI) updated to proper value. The suspect computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the imaging system computer would not complete the start up sequence. The hard drive leds showed no activity.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 23 february 2017. The representative reported that the imaging system computer would not start up. When able to start up, the computer would not respond to commands from the user. The representative then replaced the computer on (B)(4) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, when starting up the imaging system, the system displayed "system booting please wait." The reported issue occurred during a spinal fusion. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.